Manufacturer narrative:
The reported failure of continuous inoperative alarm when the device was powered on is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information alleging that a ventilator generated a continuous inoperative alarm when the device was powered on. There was no allegation of patient involvement, harm, or injury associated with the event. During evaluation of the device at a third-party service provider, the field service engineer (fse) confirmed the unidentified inoperative error code. The fse determined that the device¿s sensor board needed to be replaced to address the issue. A quotation for the repair was submitted to the customer; however, there was no documentation confirming that the repair was completed. The device was returned to the customer in the same condition. This is a final report. If new information becomes available following completion of the device repair that changes the outcome of the investigation or associated medical device reporting, a follow-up/supplemental report will be submitted.